Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. Testing of the device was not able to duplicate the problem condition. The customer did not return the battery, electrode pads or multi-function cable for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain ECG signal via multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.